Manufacturer narrative:
Tech found the head down function on CPR was not working. Replaced the CPR valve to resolve this issue.

Event description:
Facility reported head down function on CPR was not working. No alleged injuries.